Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that IV pump malfunctioned causing 40meq of potassium (secondary infusion) to infuse in an hour rather than over 4 hours. The secondary infusion was piggybacked into d5w at 250ml/hr. It was noticed that patient's arm became swollen and fluid was leaking from the IV insertion site due to infiltration. The infusion was stopped immediately. A 12-lead EKG was ordered and vital signs were obtained. Physician and pharmacy advised to elevate affected arm, to apply cold compress, and to continue to monitor. IV pump was removed and tagged and place in dirty utility room. Patient was then noted to be resting without complaint, and the arm was less swollen, without signs and symptoms of infection or tissue damage.

Event description:
It was reported that IV pump malfunctioned, causing 40meq of potassium (secondary infusion) to infuse in an hour rather than over 4 hours. The secondary infusion was piggybacked into d5w at 250ml/hr. It was noticed that patient's arm became swollen and fluid was leaking from the IV insertion site due to infiltration. The infusion was stopped immediately. A 12-lead EKG was ordered and vital signs were obtained. Physician and pharmacy advised to elevate the affected arm, apply a cold compress, and continue to monitor. The IV pump was removed and tagged and placed in dirty utility room. The patient was resting without complaint, the arm was less swollen, and no signs and symptoms of infection or tissue damage to the arm.

Manufacturer narrative:
Patient's race: black the customer complaint of an over infusion of potassium was not confirmed or replicated during the investigation. Review of the pcu event logs confirmed that the source pump module was programmed for a four hour secondary infusion of potassium as reported by the customer and infused for approximately 24 minutes before being powered off by the user. The returned pump module was tested for rate accuracy for one hour at the customer¿s rate of 25ml/hr. The device was found to be in specification measuring 25.85ml/hr (+3.41% error). During rate accuracy testing there were no periods of unregulated flow observed. The alaris system is not designed to detect infiltration events. The starting/ending volume of the fluid container cannot be determined through device logs. No disposable set was returned for investigation therefore it could not be determined if the set was complicit. Internal and external inspection was performed and did not identify any issues that would have contributed to the customer¿s reported over-infusion.